Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had the watchman flx closure device implanted and 8 months post procedure the patient experienced a cerebral vascular accident. The patient was restarted on their anticoagulation medication. It was further reported that the patient came off blood thinners on (B)(6) 2022.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had the watchman flx closure device implanted and 8 months post procedure the patient experienced a cerebral vascular accident. The patient was restarted on their anticoagulation medication.

Manufacturer narrative:
Date of event estimated since event occurred on an unknown date in (B)(6) 2022. Implant date estimated since event occurred on an unknown date in (B)(6) 2022.